Manufacturer narrative:
(B)(4). Medical device batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unknown. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Yes, 1 unit. Could you please clarify if there were any patient consequences? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. What was the approximate width of compressed vessel? Unknown. Can it be confirmed that the entire width of compressed vessels was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Unknown. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Were any staple formation issues noted? If so, please describe shape. Unknown. What is the current patient status? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total lung transplant, procedure, vasecr35 reloads were used and surgeon noticed bleeder from left pulmonary vein and managed it with over sewing.